Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the light guide lens was cracked and had chipped edges; the distal sheath was cracked on both sides; all labels needed replacing; switch 1 was chipped; switch 2 was scratched; the forceps passage was peeling and scratched; the angulation was low; the control knob had play; the distal end plastic was dented and scratched; the objective lens edges were chipped and the glue was peeling; the insertion tube had minor scratches; the suction had no flow; the light guide tube was buckled. Additional information was provided from the customer. The device had not been used on a patient with foreign material attached to the device. The user inspected the device to detect any malfunctions before using it. The device was appropriately precleaned without any delay after the procedure. All the reprocessing accessories were without abnormality. Manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. All the scope channels were connected with tubes when the scope was set up in the automated endoscope reprocessor (aer)/endoscope washer-disinfector (ewd). The brushed point was checked: instrument channel, suction channel, air/water valve/suction valve, biopsy valve. There was no effect from other products/reprocessing accessories/aer/ewd involved in the event. The investigation is ongoing and follow-up with the user facility is currently being performed for additional information relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that they were unable to pass the brush through the instrument channel of the colonovideoscope. The issue was found during reprocessing for an unspecified procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, seeds were found on the suction cylinder towards the air/ water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer, it¿s unknown if there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.